Event description:
It was reported to boston scientific that a prefyx pps system was implanted to the patient during a mid-urethral sling and prefyx procedure performed on (B)(6), 2008. On january 18, 2023, the patient had an office visit at which she presented with a vaginal mesh erosion, as well as stress incontinence and enuresis. The erosion was distal, but near the urethral meatus. The diagnosis and pathophysiology of therapeutic options were discussed at length, including risks and benefits. An office cystoscopy was planned to ensure no urethral or intravesicular mesh erosion, which would be followed by a mesh erosion excision procedure. The patient additionally wanted to have her stress urinary incontinence addressed. The plan was to do the procedures in a staged fashion as the excision surgery may affect her urodynamic testing. Urodynamic testing would be performed approximately six weeks after the mesh excision, and they would then consider either a rectus fascia sling or peri-urethral injection of a bulking agent. On (B)(6),2023, the patient underwent a pubovaginal sling revision procedure and cystoscopy for the treatment of erosion of the implanted urethral mesh into the surrounding tissue. Operative findings: four centimeters of off white mesh were noted to be exposed for one centimeter proximal to the urethral meatus. The bladder and urethra appear normal, with no foreign body or injury noted. Procedure: an incision was made in the anterior vaginal wall in the exposed sling. The mesh was grasped on the right side, and the epithelium around it was undermined. The mesh was then grasped at its most proximal portion and trimmed. No exposed mesh has been noted. The vaginal epithelium was grasped with allis clamps anteriorly and posteriorly and undermined to reveal fresh edges for approximation. Hemostasis was noted afterward. Cystoscopy performed. The patient tolerated the procedure well. She was taken to the recovery room in stable condition.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event, as no event date was reported. This event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The physician for the revision procedure is: dr. (B)(6). The following imdrf patient codes capture the reportable events of: e2006 - extrusion. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal